Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'not prompting to load a set when slide clamp was inserted and door was open' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch failure. The upper auxiliary requires replacement to address this issue. The device malfunction would render the pump unusable if the malfunction were to recur and would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an prompting to load a set when slide clamp was inserted and door was open during testing at the biomedical service department. There was no patient involvement. No additional information is available.